Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right total hip procedure, the patient was found to have a 3rd degree burn on a portion of the skin on left anterior thigh where a bovie pad had been placed. They treated the burn by giving the patient a cream. A photo was attached showing the burn site of the patient.